Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was reservoir screw of the cartridge was loose or not secure. The customer¿s blood glucose level was unknown. The customer stated that there was top protective layer was coming off. The customer also stated that there was plastic chip off from the reservoir when changing the reservoir. The insulin pump will not be returned for analysis.